Event description:
Procedure type: gynecology. According to the reporter: the clamp part was broken. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue damage occurred. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).